Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings. Also, found a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
It is reported that a customer has been receiving sensor error alarms on their insulin pump. The patient's blood glucose was at 248 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. After pulling the sensor out of the body, the customer found the cannula to be bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.